Event description:
It was reported that, "the jaws did not open during the case." The case was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Event description:
It was reported that, "the jaws did not open during the case." The case was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
(B)(4). A conclusive root cause could not be determined as the device was not returned for evaluation. However, a possible root cause may have been improper inspection prior to release, or the instrument jaws were overfilled with tissue during use and caused the jaws to bend and affect its mechanical functionality. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
It was further confirmed that the device related to this event was not returned for evaluation. (B)(4). A conclusive root cause could not be determined as the device was not returned for evaluation. However, a possible root cause may have been improper inspection prior to release, or the instrument jaws were overfilled with tissue during use and caused the jaws to bend and affect its mechanical functionality. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection revealed that the jaw of the device was unlocked. The jaw functionality was tested and confirmed to be acceptable as the device was able to actuate, locked/unlock multiple times. While the jaw was in the locked position, it was inspected and found to be properly aligned. The blade trigger was tested and verified to maintain smooth movement and did not stick or derail when activated. The device was then confirmed to pass cut testing as it was were able to successfully make three consecutive cuts without any bunching; fraying; incomplete or unclean cuts. Based on stryker sustainability solutions engineering evaluations (and om evaluations), the type of failure reported can be caused by clamping on large, rigid tissue. Design of the lf4200 allows for larger bites of tissue than other devices. It is critical, however, that the user does not place too much tissue in the jaws during use. If jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. The results of the investigation performed indicated that the jaws of the returned device functioned as intended as they were able to actuate without locking. Potential causes for the reported issue can be attributed but not limited to; eschar buildup inside the guiding slot and jaw as it can inhibit the grasping/cutting ability and potentially cause the blade to stick and result in the jaws not opening as intended; causing the blade to derail and lock as a result of over filling the jaws with tissue and the blade subsequently realigning while manipulating the device in the patient; or unknown user technique which caused the jaw to lock. Therefore, the failure was determined to be a result of instrument operation contrary to the IFU (i.e. End user technique). The instructions for use (IFU) reprocessed hand activated sealer/divider states: ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿do not use this device on vessels in excess of 7mm in diameter.¿ ¿to ensure proper function, eliminate tension on the tissue while sealing and cutting.¿ ¿avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿open the jaws by squeezing the white movable handle until it unlocks, then push it completely forward.¿ ¿prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters.¿ the device history record indicates the complaint device passed all inspection prior to release. (B)(4). The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that, "the jaws did not open during the case." The case was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Event description:
It was reported that, "the jaws did not open during the case." The case was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
An investigation has not yet been completed for this event. A supplemental will be submitted once the investigation is complete.